Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. The top case was chipped and cracked. There was and invalid syringe size alarm in event history log. Customer stated problem was verified during testing and would not hold calibration. The root cause of the reported issue was found to be customer induced. There was contamination on the size pot. Actions were taken to mitigate the reported issue: replaced size pot, also barrel clamp rod, spring and guide as a preventative measure.

Event description:
It was reported that the device failed syringe size after calibration. No patient injury was reported.